Manufacturer narrative:
Cbas® heparin surface incorporates cbas-heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting.

Manufacturer narrative:
H3: code "other" was selected as the medical device remains implanted. Return not possible. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following was reported from a study: on (B)(6) 2020, this patient underwent an endovascular procedure to treat venous anastomosis stenosis and recoil of an arteriovenous graft located in the basilic vein in the left upper arm using a gore® viabahn® endoprosthesis with heparin bioactive surface (viabahn device). Also, stenosis at brachial artery anastomosis and inside of a vascular graft (puncture site) was reportedly treated. The patient tolerated the procedure. The patient underwent interventions with non-gore devices for the target lesion and the vascular access prior to the viabahn device implantation, allegedly. On (B)(6) 2021, the viabahn device was identified to be occluded with thrombus after decreased thrill was observed. The event was reportedly related to the viabahn device since angiography showed downstream edge stenosis of the viabahn device. On same day, thrombolysis and percutaneous transluminal angioplasty were performed, and an additional viabahn device (second viabahn device) was implanted. The patient recovered. (This event is captured under (B)(4)) on (B)(6) 2021, decreased thrill was observed once again, and the initially implanted viabahn device and the second viabahn device were identified to be occluded with thrombus. On (B)(6), thrombectomy and percutaneous transluminal angioplasty were performed, and an additional viabahn device (third viabahn device) was implanted. The patient recovered. (This event is captured under (B)(4)2) on (B)(6) 2021, decreased thrill was observed during dialysis, and downstream edge stenosis of the third viabahn device was identified. On (B)(6) 2021, percutaneous transluminal angioplasty was performed anew, and an additional viabahn device (fourth viabahn device) was implanted. The patient recovered.